Manufacturer narrative:
A zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads are noted to be damaged at the engaging surface. The hex head was also slightly worn, but functional. The product was functionally tested, and it was confirmed that the collars would not screw into a mating implant. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Information identified: healing collars for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates healing collars would not assemble with an integrated implant. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined. No immediate corrections are required as this event is not thought to be the result of a manufacturing deviation. Date received by manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4).

Event description:
Clinician reported healing collar (hc343) would not seat in implant.